Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed a series of low flow hazard alarms for which a route cause could not conclusively be determined through this evaluation. The file also confirmed a series of low flow hazard, low speed advisory, and low speed hazard alarms that appeared to correspond to the pump being shut down. Multiple requests for additional information regarding the event and the disposition of the pump were sent to the account. No further information was provided. To date, heartmate ii lvas, serial number vad (B)(4). , has not been returned for evaluation. The hmii lvas IFU IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, this document explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. The alarms and troubleshooting section of this IFU describes all alarm conditions, including the low flow hazard alarms. Additionally, the IFU explains that the pump stop command button is displayed at the bottom of the system monitor screen and explains that the pump stops within the first few seconds of holding down the pump stop button. If the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 6 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported on (B)(6) 2019 that the patient expired. Log files were submitted and review observed low speed and low flow hazards. It was reported that there were few attempts to turn the pump off at the monitor where the power was disconnected from the system controller, and the patient cables were removed that resulted for the event logs to stop saving further events. The device functioned as expected. No further information was provided.